Event description:
It was reported that the physician called inquiring about a magnetic resonance imaging (MRI) scan for this patient with a pacemaker. Technical services discussed the device was MRI conditional at 1.5 or 3t. It was noted that the physician was unable to interrogate the device and a field representative was requested for assistance. However, no new information was obtained. At this time, the device remains in service. No adverse patient effects were reported.